Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a suspected perforation of the ventricular heart wall. This patient presented pericardial effusion; however there was no definite confirmation that the rv lead had caused the perforation. As a result a revision procedure was performed and the lead was removed and replaced. No additional adverse patient effects were reported.